Event description:
Philips received a complaint on the intellivue patient monitor mx100 indicating they are having difficulties in perceiving a correct spo2. It is unknown if the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement spo2 board to resolve the issue. The customer was provided a replacement spo2 board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.